Manufacturer narrative:
B3: date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation determined that the reported malfunction of defective device was confirmed, the distal bearing was detached. The likely cause of failure couldn't be able to determined. However it was also noted that the tube was deformed, the input and output shafts were worn and the laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was defective. At the time of report there was no patient impact. Additional information was received stating that detached bearings were found during evaluation.